Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited undersensing episodes. The lead was observed under x-ray imaging and was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and undersensing. Final analysis found that as received, a complete lead was returned in one piece. The reported event of undersensing was not confirmed. Visual examination of the lead did not find any anomalies. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing did not any indication of conductor fracture but found an internal short due to the over torqued inner coil in the connector region. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification.